Manufacturer narrative:
H.3., h.6.: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that capsulotomy center position was placed well below the iris center and iris repositioning manually brought to the center of the pupil and was placed there in the unknown eye of a patient, during cataract surgery. After manually repositioning, the surgery was completed without problems. The patient identifier is not available. There's no patient harm.

Manufacturer narrative:
Additional information provided in h.3., h.6., and h.10. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. During investigation it was determined that is the background illumination to be the issue. The reported issue is related to the background illumination. Root cause could be identified as a user error. The manufacturer internal reference number is: (B) (4).